Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that the patient is being considered for a revision due to unknown reasons.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there was no patient injury or revision procedure. The surgeon was only inquiring about the product and reported there are no issues with the product as this time.